Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. It can be identified as a tecnis multifocal acrylic 1-piece intraocular lens, because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was returned, cut in half. The lens condition is consistent with a lens that was removed from the patient¿s eye. Due to the condition of the returned lens no additional analysis could be performed. Manufacturing record review: during the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no associated nonconformity reports or deviations. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the doctor had to cut out a tecnis multifocal lens due to an imperfection in the center of the lens. The doctor noticed the imperfection upon implantation of the lens into the patient's eye. Further information indicated the lens was scratched. The incision was enlarged. Patient specifics were not provided.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.